Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control downloaded the electronic records from the event for review. Through analysis of those electronic records, physio verified the reported issue. Physio observed that one (1) "power off/power on" event was logged by the device approximately five (5) seconds after medical personnel pressed the code-summary button. Further testing indicated that the likely cause of the reported power cycle issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle. Physio will replace the power pcb assembly and battery wire harness assembly. Once proper device operation has been observed through functional and performance testing the unit will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. There was no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. There was no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
The initial medwatch report (results code) indicates: current leakage problem (650). The initial medwatch report (results code) should indicate: wear problem (140) and impedance problem (3257).

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. There was no adverse effects to the patient due to the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.